Event description:
It is reported that during impaction of final implant during surgery in 2008, the blue plastic piece broke off. No harm was done to the pt or implant.

Manufacturer narrative:
Eval: the impactor pad exhibits fracture damage. The device has to function under high impact loads. Normal wear and tear during repeated use appears to be the cause for the reported condition. Review of the device history records did not find any deviations or anomalies. Based on the investigation, the need for corrective action is not indicated. Should add'l substantive info be rec'd, the complaint will be reopened. Zimmer considers the investigation closed.